Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Twenty-two events were reported for this quarter. Twenty devices were received for evaluation; 9 events were duplicated during testing. The reported event was not duplicated during testing for 4 devices; however, the devices were outside specifications. Ten devices were found to be affected by corrosion. Two devices were found to be affected by compromised lubrication. One device was found to be affected by corrosion and shattered bearings. The reported event was not confirmed for 7 devices; the devices were found to be within specifications for the reported event. One device was available for evaluation but has not yet been received. One device was not available to stryker for evaluation. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 22 malfunction events, in which the device overheated. Nineteen events had no patient involvement; no patient impact. Two events had patient involvement; no patient impact. One event had patient involvement; patient received a slight burn.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Supplemental rationale: 1 previously reported event is included in this follow-up record. Product return status : 1 device was not available to stryker for evaluation. Additional information 1 device is not labeled for single-use. 1 device was not reprocessed and reused. Device not received for evaluation.

Event description:
This report summarizes <noe> 22 </noe> malfunction events, in which the device overheated; 19 events had no patient involvement; no patient impact; 2 events had patient involvement; no patient impact; 1 event had patient involvement; patient received a slight burn.